Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the footplate of one proglide broke off in the anatomy. Before it was known the footplate broke off, two other proglide devices were attempted, but failed to deploy correctly and were removed. The patient lost 500 ml of blood. A cut down was performed to remove the footplate. The sheath was upsized to 18fr. The evar procedure was completed and hemostasis was achieved with surgical suture. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.